Event description:
It was reported that the pt had high impedance and was scheduled to have a full revision surgery. X-rays were taken and reviewed by the physician which revealed no anomalies. X-rays were not sent to the manufacturer for review. Pt underwent revision surgery on (B)(6) 2010. Explanted products were returned to the manufacturer, but analysis is pending. Attempts for further info have been unsuccessful to date.